Event description:
Caller states the pt tested 2.0 inr on the coaguchek s system and 1.2 inr on a comparison lab. Coumadin remained unchanged, due to 2.0 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.